Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and loosening and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The product associated with the reported event is within the scope of recall however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 100 months after a right total knee replacement procedure, the patient has experienced prosthesis wear plaintiff has experienced daily pain and discomfort in his right knee which has limited his activities of daily living and impacted his quality of life. Plaintiff has suffered debilitating injuries and damages, including but not limited to pain and discomfort; swelling; gait impairment; poor balance; component part loosening; soft tissue damage; bone loss; bone damage and other injuries presently undiagnosed, which all require ongoning medical care. As a further direct, proximate, and legal consequence of the defective nature of the opetrak logid devise. Plaintiff was sustained and will sustain future damages, including but not limited to cost of medical care; rehabilitate, home health care; loss of earning capacity, mental and emotional distress; and pain and suffering. No further issues or complications were reported. No additional information is available.